Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was reading at least 3 percent lower. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received and disinfected for evaluation. Visual examination found no damages to the external casing. Functional testing of the unit found the cause was a depleted battery that was expired and past it¿s life cycle. During maintenance the battery, jog dial and mainboard were replaced, and the unit passed all functional and electrical safety tests. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.